Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter was replaced to resolve the odor/smells and haze/mist issue. Unit meets specifications and was returned to service. (B)(6). Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a "oil mist" and odor/smell emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The investigation included a review of the device history record (DHR), trending analysis of the odor/smells and haze/mist issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smells and haze/mist issue was reviewed for the last six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The part was not available for return and further analysis as the fse indicated the part was saturated in oil. The assignable cause of the odor/smells and haze/mist issue is likely due to the catalytic converter. The field service engineer replaced the part and confirmed the sterrad 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).